Event description:
It was reported that a user of the ilet with a dexcom g7 experienced elevated glucose, with readings in the 200s, after a recent successful full supply change and a temporary disconnection for showering. Customer care provided assistance that included technical support, user re-education on connection, priming, and infusion set management. Investigation of this case revealed no observed insulin leakage, no supply issues, confirmed successful priming, and the cause of hyperglycemia remaining unclear. No symptoms associated with hyperglycemia reported. Outcomes included the need for troubleshooting and additional user education. It was concluded that the event involved hyperglycemia with an undetermined cause and no evidence of device malfunction based on available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.